Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing on right ventricular channel was observed causing non-sustained rv oversensing. The noise could not be reproduced when the patient was brought into clinic for further testing. The patient will be monitored.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that non-sustained rv oversensing episodes and high capture threshold were observed during a follow-up in clinic. The physician plans to implant a new ventricular lead in a few weeks. The patient's condition was good.